Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was evaluated and replaced. The system was tested, found to be working as intended and returned to service.

Event description:
The fe reported that the system intermittently would not perform fluoroscopy. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.